Manufacturer narrative:
Concomitant medications: patient medications include coreg, gabapentin, ranitidine, and amlodipine. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On an unknown date, the patient was implanted with a medtronic brand stent graft as part of a previous thoracic endovascular aortic repair. Follow-up diagnostic imaging revealed that the device had lost apposition to the vessel wall and migrated distally. On (B)(6) 2014, the patient was to be implanted with a conformable gore tag thoracic endoprosthesis to proximally extend the existing stent graft system. During the procedure, a 24 fr gore dryseal sheath with hydrophilic coating (dsl2428/12147532) was inserted and advanced through the right common iliac artery (8.7 mm in diameter). As the sheath was advanced, it was noted the right common iliac was ruptured. The physician was able to implant two gore viabahn stents to treat the rupture. According to the report, the patient¿s anatomy was moderately calcified in both iliac arteries and the aortic bifurcation. However, the physician alleged the cause of the rupture may have been the iliac artery being too small for passage of the sheath. The physician placed a second sheath and attempted to advance the conformable gore tag device on the patient¿s left side. However, the device could only be advanced to the level of the common iliac artery before resistance was felt. The physician concluded that the patient¿s anatomy was too heavily calcified, and aborted the procedure. The physician will take a wait-and-watch approach to the migrated stent graft system, and will continue to monitor the patient.